Event description:
Additional information received indicated a cat scan was performed and confirmed right ventricular (rv) lead dislodgment. The inappropriate therapy and myopotential oversensing was due to rv lead dislodgment. No further action has been performed and the patient is being monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the hospital following several inappropriate high voltage therapy shocks. The physician reviewed the episodes and myopotential oversensing was observed on the right ventricular (rv) lead causing the inappropriate therapy. An echogram was performed and revealed the rv lead to be in the apex. Fluoroscopy was performed and revealed no anomalies. Further diagnostic imaging is anticipated to be performed. The physician suspects lead dislodgment. The physician resolved the event by disabling high voltage therapies. The patient was in stable condition.